Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The conductor coil was found fractured and over-rotated in the distal end region. The lead tip including the fixation helix were not returned. The over-rotation of the coil leading to the fracture probably occurred during the retraction or deployment of the helix during the implantation procedure. Furthermore, coagulated blood was found inside the inner coil. These blood residuals penetrated the lead during the surgery and might have affected the rotation mechanism of the helix. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was attempted but not implanted due to helix portion of lead broke off and remains in patient. Should additional information become available, this file will be updated.